Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation was unable to connect to the device, which was described as not responding and not providing pain relief. The patient then elaborated and said they can charge and connect to the implant. The patient indicated they were not feeling any stimulation despite raising the settings on group a. During troubleshooting, the patient was able to successfully charge the device, which showed 60% charge with excellent quality. The patient then attempted to switch from group a to group b and planned to try raising the settings on subsequent groups (group c) if no response was achieved. The patient was redirected to their healthcare provider for further evaluation. Additional information was received from the patient (pt). Pt reports the cause of this issue was unknown. Pt reports receiving "a 'new' stimulator (it wasn't new just refurbished)". Pt reports this issue has not resolved, but they are planning to have the neurostimulator removed soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.